Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced hyperglycemia. The blood glucose level was 496 mg/dl. The customers current blood glucose level was 117 mg/dl. The customer stated that they received insulin flow block alarm during a bolus and they changed the reservoir to resolved the issue. The troubleshooting was not performed. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump and manual injection. The insulin pump screen was cracked and railing that hold the clip was chipped. The insulin pump will be returned for analysis.